Manufacturer narrative:
Section b5: previous admission for infection is addressed under MFR # 2916596-2020-06487. Onset of driveline infection is reported under MFR # 2916596-2014-01734. Manufacturer's investigation conclusion: incidental findings: superficial jacket damage was identified along the returned driveline that had been repaired with rescue tape. The evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6), did not reveal any device-related issues. A specific cause for the reported driveline infection and bacteremia could not be determined. Furthermore, although low flow alarms were confirmed via evaluation of the submitted log files, a specific cause for the alarms could not be determined. The submitted log files captured transient low flow events. The file was otherwise unremarkable and concluded with the termination of support. The system operated as intended above the low speed limit before the pump was shut down. (B)(6) was returned assembled with the driveline severed at 19.5¿ from the pump housing; the distal end was also returned. The sealed inflow conduit was returned with the flex section severed in half. The sealed outflow graft was returned attached to the outlet elbow, which was attached to the pump¿s outlet port, but the sealed outflow graft bend relief was returned detached. The sealed outflow graft bend relief collar was not returned. Evaluation of the sealed inflow conduit, the sealed outflow graft, and the outlet elbow revealed no evidence of depositions or thrombus formations. Upon disassembly of the returned device, visual inspection of the remainder of the smooth and textured blood-contacting surfaces revealed no developed depositions or thrombus formations. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of both segments of the driveline revealed no electrical issues. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption and pressure values that met manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate ii left ventricular assist system, including infection (localized, driveline, or pump pocket) and death. Section 4 ¿system monitor¿ provides more information regarding all pump parameters, describes situations which may result in a low flow hazard alarm, and explains how to determine the optimal fixed speed and low speed limit for the patient. Section 6 ¿patient care and management¿ contains information on minimizing the risk of infection, including a subsection on ¿controlling infection.¿ section 6 "patient care and management" explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, explains that pump flow is estimated from pump power, and addresses assessing pump flow. Section 6 also cautions that physiological factors that affect the filling of the pump result in reduced pump flows as long as the condition persists. Section 7 ¿alarms and troubleshooting¿ outlines all system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. Section 4 ¿system monitor¿, section 6 ¿patient care and management¿, and section 8 ¿equipment storage and care¿ provide information on driveline care and cleaning and also discuss damage due to wear and fatigue of the driveline. The driveline should be inspected daily for signs of damage, such as cuts, holes, or tears, and should never be severely bent or kinked. Heartmate ii lvas patient handbook: section 4 ¿living with the heartmate ii¿ provides some instructions on how to prevent infection, including keeping the hands and driveline site clean and undamaged. This section also contains information on caring for the driveline. The user is instructed to check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged). Section 5 "alarms and troubleshooting" outlines all system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. Section 6 "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage, as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was readmitted on (B)(6)2020 for driveline infection. Methicillin-resistant staphylococcus aureus (mssa), candida, and klebsiella were found. The patient expired from bacteremia on (B)(6)2020. The cause of the low flow alarm was not identified. The low flow alarm was not resolved because the patient was close to expiring.

Event description:
On (B)(6) 2020, the patient suffered a stroke in their right hemisphere. The patient experienced a come and the diagnosis of embolus was made based on the computed tomography results. There was no surgical or drug treatment performed. The anticoagulant treatment at the time of onset was heparin. The cause of the stroke was device related.

Manufacturer narrative:
This event was originally reported under MFR# 2916596-2022-02062 as part of a historical jmacs patient registry review in japan through mcs abbott japan affiliate. On 26sep2022 the review of files of this event type was completed. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate ii left ventricular assist system, including infection (localized, driveline, or pump pocket), stroke, and death. This document provides information regarding the recommended anticoagulation therapy, including inr range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had been hospitalized for a long time due to infection and had bacteremia. (B)(6), candida, and klebsiella were found. The patient expired on (B)(6) 2020 due to bacteremia. Log file analysis showed 109 pulsatility index events and no alarms. The second log noted 91 pulsatility index events and captured multiple low flow events on the night of (B)(6) 2020 and between 8:15 am and 8:17 am this morning (B)(6) 2020. There was also a manual speed change at 9:42 am on (B)(6) 2020 from 9600 rotations per minute to 8200 rotations per minute. Following this, the pump stop command was activated at 10:03 am.